Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator door was jammed and failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defects were there. A field service engineer confirmed no issues were found. The customer was able to successfully recover the refrigerator by restarting it, and no errors were reported in the pyxis system afterward. The customer proceeded to inventory the fridge, and further testing was conducted using hardware test application (hta), which confirmed that the refrigerator was functioning properly with no issues observed. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator door was jammed and failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.